Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using alternate charging supplies. There was no adverse impact to the customer's blood glucose level.